Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted to the hospital not feeling well with pi in the 2's an ldh in the 500-600 range but no power surges were noted on log history. The hospital staff did a ramp echo and left ventricle did not change even at 12,000 rpms. The pump was exchanged but the inflow and out flow grafts remained. There was no obvious thrombus in the pump but is being sent back for further evaluation.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.